Event description:
Healthcare professional reported right side rupture and removal due to "alcl concern." The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the device was underweight, broken shell, red particles and missing shell. A visual and microscopic analysis was performed which identified striated broken on the posterior and a sharp opening on posterior due to a surgical impact opening, for the stress mark in the shell. A dimension measurement of the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a sharp opening on posterior due to a surgical impact opening. A striated broken on posterior due to surgical damage consist in the use of some surgical tool. Missing shell due to inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture and "alcl concern." Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture and removal due to "alcl concern." The device has been explanted.